Manufacturer narrative:
Annex g: g04122 - stent. Device evaluation: the clso-8.5-15 stent of lot number c1689733 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Image review: the images provided in this complaint were evaluated on 21st december 2020. The complaint of duodenal perforation within one day of stent placement was confirmed. Per the complaint report, the biliary stent was placed for biliary ductal dilatation, although there was no discussion if this was a benign or malignant process. The is important as per the literature, there is increased risk of duodenal perforation in the setting of benign strictures as the biliary stent is more likely to migrate as the inflammatory reaction resolves over time. However, given the reported migration occurred within one day of placement, this likely has no relevance in this case. Given the perforation occurred within 24 hours of placement of the stent, one could suggest that this is likely related to the stent placement procedure, and not a byproduct of the device placed. The duodenum and may have been injured during the endoscopic procedure, or potentially there was a pre-existing abnormality in the duodenal wall at time of stent placement that is not discussed in the complaint report. No images from the placement ercp procedure were submitted for review to determine if the stent migrated after placement, or if the stent was deployed with the distal end tenting/pressing on the duodenal wall. If the duodenal stent was deployed with significant tension due to it being too long of a stent, or due to less than ideal placement, this downward pressure may have resulted in the near immediate perforation of the duodenal wall. Most of the described risks of duodenal perforation are due to distal migration of the plastic biliary stent and include very large biliary duct, measuring greater than 10 mm, long-standing duration measuring greater than 1 month as well as larger duodenal stents, greater than 10-french, which likely equates to a stiffer stent. Unfortunately, the exact etiology of the perforation in this case will be indeterminate. Fortunately, the stent was removed, and the perforation was managed conservatively not requiring surgery. Document review: prior to distribution clso-8.5-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for clso-8.5-15 of lot number c1689733 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1689733. The customer is notified as per instructions for use, ifu0045-7 which accompanies this device, in the potential complications section: ¿those associated with ercp include but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest¿ and ¿those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration.¿ it was noted that pain was experienced by the patient one day after placement. No images of the device directly after placement could be obtained as they were misplaced at the hospital however it was confirmed by the customer that the ¿perforation occurred after the procedure¿. It was confirmed that the placement of the 2nd cotton leung biliary stent device in the mid portion of the duodenum was correct use of the device. As per information reported by the customer the correct size of the chosen for the procedure and the placement was done as usual. Root cause review: a definitive root cause could not be determined from the available information, however, as per the instructions for use, migration, perforation and trauma to the duodenum are known potential complications. As per imaging review detail ¿given the perforation occurred within 24 hours of placement of the stent, one could suggest that this is likely related to the stent placement procedure and not a byproduct of the device placed.', however, we do not have sufficient information to confirm this to be the situation. Summary: complaint is confirmed based on customer testimony. According to the information reported the patient experienced pain and duodenum perforation and the stent was removed. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplement report is being submitted as the investigation was completed on 31-mar-21. The results and conclusions are outlined in section h of this report.

Event description:
This supplement report is being submitted to update the description of event with the additional information below from the image review: update: the following was added to the event description: 2 stent of this size placed, 1 of which was confirmed to perforate the duodenum. The following was removed: not able to say which one was concerned. Could be either c1710019 from order (B)(4). Just one of the 2 concerned¿.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Product placed the (B)(6). (B)(6) patient felt pain. Seen on scanner that it was a dilatation of the intrahepatic biliary tract to the proximal part of the biliary stent performing the duodenum at level d2. Visualisation as well of pneumoperitione bubble and peritonite. 2 stent of this size placed. Not able to say which one was concerned. Could be either c1710019 from order (B)(4). Just one of the 2 concerned. A section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Remove of the stent according to the initial reporter, the patient did experience any adverse effects due to this occurrence . Pain and duodenum alteration. Please indicate where the device was stored prior to use. In their stock area in surgery room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Jagwire 035. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes please indicate the procedure performed. Not communicated yet. Was the wire guide inspected for damage prior to use? Not communicated yet. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? Not communicated yet. If not with the device in question, how was the procedure finished? Ok. Is the patient known to be covid-19 positive? Not communicated yet. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? Not communicated yet. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus duodenoscope. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Biliary duct. Was resistance encountered when advancing the wire guide to the target location?* not communicated yet. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. Not communicated yet. Was resistance encountered when advancing the introduction system in place to the target location? Not communicated yet. Was resistance encountered when advancing the stent through the obstructed area?* n/a (mark n/a if device was not used on any patient) after placement, was stent position verified? If yes, please describe how. Not communicated yet. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Not communicated yet. Did any section of the device detach inside the endoscope or patient? Not communicated yet. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Not communicated yet were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If so please indicate the modifications and why they were necessary. No.